Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: an e216 error was found in regards to the communication issue that lead to the no image. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure over time. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, that the videoscope had no display on the monitor. The issue was found during. There were no reports of patient harm as a result of this event.